Event description:
It was reported that during a distal pancreatectomy procedure, the device was in the middle of the firing sequence (second squeeze) when it locked. They were unable to pull the manual release to get it open. They went distal to original transaction, made transection and pulled the stapler out with specimen. Then was able to pull the device open to get tissue out. Once removed from the tissue, the staple and cut lines looked normal. Used a new device to finish the procedure. Patient is doing fine.

Manufacturer narrative:
Date sent: 02/22/2008. Information anticipated, but unavailable at this time.